Event description:
It was reported that (B)(6) 2022, a 28mm amplatzer amulet was selected for implant using a 14f amulet delivery sheath for a left atrial appendage occlusion procedure. The right groin was the access site for the delivery system. The patient had a challenging access; device was repositioned 3 times. The device was never completely retracted into the delivery system. During the second attempt at implanting the occluder, the patient experienced a blood pressure dropped that settled quickly as the device was placed into the appendage. Patient's anatomy was checked and no leak/effusion was noted. Device was gently repositioned into the appendage and implanted. Following implant, imaging showed no leak/effusion. Heparin was reversed and the rest of the procedure/groin closure was completed without incident. On (B)(6) 2022, day one post procedure, the patient developed pseudo-aneurysm in the left groin (an unknown 6/7 f sheath was placed but was not used). The patient required manual pressure & then a fem-stop was gently applied to groin and the bleeding subsided. The patient was transfused two units of blood overnight due to low hemoglobin at beginning of procedure and the blood loss during procedure. It was noted there was a small pericardial effusion noted on follow-up echocardiogram. The patient remained in hospital and was monitored over the weekend. Pradaxa was re-started on (B)(6) 2022. During hospitalization, the patient became unwell and was transferred to public hospital where the pericardial effusion was drained. The patient remained in stable condition at the hospital under continued monitoring as of 29 september 2022. The cause of the pericardial effusion was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pseudo-aneurysm in the left groin and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but could have been due to a combination of the maneuvering of the guidewire or sheathes within the heart and trans-septal punctures. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.